Manufacturer narrative:
(B)(4). The device is not sold in the us. However, similar device is sold in the us. The device was received by the manufacturer but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that when the doctor tried to insert the cvp, the guide wire wouldn't go through. Lumen blocked/narrow kinked. Another device was used without issue. No patient injury reported.

Manufacturer narrative:
(B)(4). A spring wire guide (swg) and a dilator were returned for evaluation. No other components were returned. A visual exam was performed and it was observed that the swg had a slight kink approximately 26.5cm from the bottom of the j-bend. There was also a slight bend in the swg 2.5cm from the proximal end. The body of the dilator was examined and there were slight depressions in the surface starting at 3.5cm from the proximal end and extending 0.5cm. The length and outside diameter (od) of the guide wire were measured and both were found to be within specification. The returned swg was inserted into the tip of the dilator and passed without resistance until it met a blockage 8.5cm from the tip. The swg was inserted into the proximal end of the dilator and it passed without resistance until it met blockage 3.5cm from the proximal end. The dilator is nominally 12cm in length, so the blockage occurred at a specific location in the dilator. The dilator was cross sectioned at the location of the blockage and it was observed that the inside of the body was constricted by extrusion material. A manual tug test confirmed that both welds of the guide wire were intact. A device history record (DHR) review was performed on the guide wire and dilator and did not reveal any manufacturing related issues. (Con't) other remarks: the report that the swg would not go through the dilator was confirmed through testing of the returned sample. There was a blockage in the dilator body 8.5cm from the distal tip. The probable cause of the blockage was manufacturing related. A corrective action instituted an automated test of each dilator body extrusion to check for blockage. The dilator from this complaint was manufactured prior to the corrective action.

Event description:
The customer alleges that when the doctor tried to insert the cvp, the guide wire wouldn't go through. Lumen blocked/narrow kinked. Another device was used without issue. No patient injury reported.